Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to administer medication to patient. The technical support specialist (tss) remoted into the machine and medbank myqlink (mql) to investigate the issue. The patient¿s name was not visible in the cabinet but appeared in mql as inactive. Tss informed customer to recreate the patient profile and request a verification code to administer the medication. Users agreed to proceed with this solution. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to administer medication to patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.